Event description:
Sometime this past spring during severe winds rptr experienced several brownout events. During these events CPAP machine stopped and was unresponsive to all controls. Rptr had to remove and restore the power completely before the device would work properly again.